Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no issues were observed. Functional testing was also performed and no issues were found. A device history record (DHR) review could not be conducted as the lot number provided by the customer is not a valid lot number. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
The customer alleges that the device did not aerosolize. Another device was used without issue. No patient injury reported.

Manufacturer narrative:
Qn#(B)(4). A visual and dimensional inspection of the product involved in the complaint could not be conducted since the product or a picture of the device was not provided. A functional inspection of the product involved in the complaint could not be conducted since the product was not returned. However, current inventory samples of catalog number 41894 nebulizer w/ped mask & tbg, small volume batch number 74g1501523 were tested according to tp-0183 used to release the production parts and no issues were found than can lead to the condition reported by the customer. The fg 41894 uses the same nebulizer components than fg 41893 related to this customer complaint (the only difference between them is the mask & the elastic). A device history record review could not be conducted since the lot number was not provided. No corrective action can be established since lot number was not provided and sample is not available to perform an investigation and determine the source of defect reported. Customer complaint cannot be confirmed. If the sample becomes available this investigation will be updated with the evaluation results.

Event description:
The customer alleges that the device did not aerosolize. Another device was used without issue. No patient injury reported.